Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since error code e315 was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely no image occurred due to a cm board (compound media board) failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5 to include information that was inadvertently not included in the previous submission. This report also includes the following correction to h10 in the previous submission: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.

Event description:
The reported error (e315) occurred during an unknown procedure. The device was inspected prior to use. Although the event caused an unspecified delay, the intended procedure was completed using the same device. The delay did not result in a patient adverse event. The patient was under sedation at the time; however, did not require any additional unplanned medical intervention. The reported event did not affect the outcome of the procedure.

Manufacturer narrative:
Troubleshooting was performed with the customer. The customer confirmed that the maj-1430 pigtail videoscope cable was plugged in, and the maj-1933 communication cable was reseated. The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the e315 scope communication error was not confirmed. There was no image displayed on the monitor due to a faulty cm board (circuit board), and the video connector latch was worn out causing poor connection with the pigtails. The main switch was sticky, and an outdated version of the device system software were discovered. The investigation is ongoing and follow up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported an e315 scope communication error and getting color bars on the monitor of their evis exera iii video system center. There were no reports of patient or user harm.